Event description:
During an elective right shoulder impingement rotator cuff repair, a disposable handpiece made a loud "pop" sound or shorted out. Direct visualization of the field was in progress. The surgeon immediately removed the handpiece from the surgical field. The surgeon stated that the handpiece was shocking him. The device was sequestered and a new handpiece was obtained and used with no further complication. There was no harm to the surgeon or the patient.======================manufacturer response for probe, rf plasma ablation, super turbovac 90, ifs (per site reporter).======================the device is scheduled to be picked up by the representative on tuesday, april 3rd to be returned to the manufacturer for evaluation. The representative indicated that he had not heard of this occurring before.